Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dual-lumen umbilical vessel catheter (uvc). The customer stated the uvc was leaking just below the hub where the catheter is joined. The customer reports the dwell time is anywhere from 1 to 7 days and the leak occurred within a couple of days of insertion.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. Attempts to gather additional info were made to the customer. The customer stated that they had no further info available regarding this incident.